Event description:
A (B)(6) female, with no hypertension or peripheral vascular disease (pvd), underwent a coronary diagnostic left heart catheterization procedure on (B)(6) 2009. A 6f sheath was used to access the profunda without any difficulty. The physician, trained to the mynx procedure, proceeded to use mynx per the instruction for use (IFU). Hemostasis was achieved successfully. On (B)(6) 2009, during a follow-up visit, the patient reported pain. An ultrasound of the groin confirmed pseudoaneurysm (psa) which was successfully treated with thrombin injection. No further clinical sequelae were reported.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot # f0923907) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.